Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented to the clinic for a routine follow up. The device went into backup vvi mode. The patient was an asymptomatic. Device download was performed successfully. The patient will be followed normally.